Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported sion blue guide wire was returned for evaluation. There were no such deformation as bend or kink on the shaft of the returned sion blue. Peeling of ptfe coating was observed at approximately 270mm from the proximal end of the guide wire. Microscopic observation of the segment with the peeled ptfe coating found that the coating was scraped off and the shaft core of the guide wire was partially exposed, which was likely caused by a relatively hard and sharp object. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and the investigation outcome, it was presumed that the ptfe-coated surface of the subject sion blue was scraped by a relatively hard and sharp object such as the concomitant inserter, peeling the ptfe coating. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly. [Malfunction and adverse effects], abrasion of the guide wire coating.

Event description:
It was reported that when an asahi sion blue guide wire was inserted into an unspecified sheath during preparation before use for the patient, little black objects were observed, which were likely from the guide wire coating. It was informed that there was no patient involvement.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review, and referring to known similar event, it was presumed that the shaft surface of the sion blue guide wire might have been forcibly scraped by the sharp edge of the concomitant inserter. Consequently, the ptfe coating could be peeled. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly. [Malfunction and adverse effects]: brasion of the guide wire coating.